Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests. Unit failed self test with the vibrator motor not vibrating when activated due to moisture damage on vibrator motor assy. Corroded battery tube was also noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen became cloudy and the display was harder to see than usual. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.